Event description:
A customer reported that their insulin pump became very hot. There was no information provided regarding any adverse impact on the customer's blood glucose level. The pump was allowed to charge to full capacity during an investigation, and it was determined it did not become hot to the touch. The device is expected to be returned for further examination, and a replacement pump has been arranged.